Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article. Referenced article: predicting sepsis in heart failure patients supported by left ventricular assist devices: the role of ve-cadherin and adam10. International journal of molecular sciences. 2026. 27, 563. Doi: 10.3390/ijms27020563, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the efficacy of vascular endothelial cadherin (ve-cadherin) and metalloproteinase domain-containing protein 10 (adam10) for predicting sepsis in ventricular assist device (vad) patients. The authors described a patient who experienced sepsis. No other details were provided. The status of the vad is unknown. No additional adverse patient effects were reported.